Manufacturer narrative:
A review of the device history and sterility records confirmed there were no non-conformance reports issued for the finished goods lot or components. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. A sterile sample was received for evaluation and root cause analysis. The sample was visually inspected under 20x magnification. No defects were observed. The sample was then pull tested. The sample passed all tests and met usp and surgical specialties corporation specifications. No date no information with regards the pre-operative preparation of the device, procedure performed, surgeon''s technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the reports of infection/skin reactions, results of the culture or blood screen to identify the type of infection/reaction and antibiotics prescribed, a definitive root cause cannot be determined at this time. Spitting of suture material can also be the result of placing the material too superficially. The suture size, type, depth, and technique utilized for each specific procedure can be an important factor in determining an exact root cause for this type of event. Without receiving detailed information regarding the procedure, technique and post-operative details, a definitive root cause cannot be determined at this time. The action section of the IFU in vivo studies demonstrate that quill¿ monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post.

Manufacturer narrative:
The purpose of this follow-up report is to correct the statement regarding the suture material at the end of the previous follow-up report. The statement has been changed to reflect pdo suture material in place of monoderm suture material. A review of the device history and sterility records confirmed there were no non-conformance reports issued for the finished good lot or components. The product from this finished good lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. A sterile sample from lot aadg340 was received for visual evaluation and testing. No defects were observed. The sample was pull tested per the usp and surgical specialties corporation specifications and met all requirements for a size #1 pdo device. Without the actual sample or photographs of the incisions to review or details regarding the pre-operative preparation of the device, method utilized to anchor the device in the tissue, procedure performed, surgeon''s technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the reported condition(s), a definitive root cause cannot be determined at this time. Spitting and/or extruding suture material can be the result of placing the material too superficially during the procedure. The suture size, type, depth, and technique utilized for each specific procedure can be an important factor in determining an exact root cause for this type of event. The action section of the IFU for pdo¿ material states, ¿3-0 or larger, approximately 80% of the original strength remains after two weeks and four weeks of implantation. At six weeks post implantation approximately 40% to 70% of the original strength is retained. For size 4-0, approximately 67% of the original tensile remains after two weeks, approximately 50% at four weeks and approximately 37% at 6 weeks. Data obtained from implantation studies show that absorption of stratafix spiral pdo¿ is minimal until about 120 days and is essentially complete within 180 days (six months). Wound dehiscence is one of the most common complications of surgical wounds, involving the opening of the surgical incision. There are many causes that can result in the wound opening or sutures failing during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise, heavy.

Manufacturer narrative:
A review of the device history and sterility records confirmed there were no non-conformance reports issued for the finished goods lot or components. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. To date samples have not been returned for root cause evaluation. There are no sterile samples or retained samples available for testing. Without reviewing and testing the complaint device or receiving pertinent details regarding the pre-operative preparation of the device, procedure performed, surgeon's technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the reports of infection/skin reactions, results of the culture or blood screen to identify the type of infection/reaction and antibiotics prescribed, a definitive root cause cannot be determined at this time. Spitting of suture material can also be the result of placing the material too superficially. The suture size, type, depth, and technique utilized for each specific procedure can be an important factor in determining an exact root cause for this type of event. Without receiving detailed information regarding the procedure, technique and post-operative details, a definitive root cause cannot be determined at this time. The action section of the IFU: in vivo studies demonstrate that quill¿ monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of quill¿ monoderm¿ device is essentially complete between 90 and 120 days.

Event description:
It was reported the patient returned to the surgeon [3 or 4 months] post-op hernia repair with wound rupture and what appeared to be allergic reaction to the suture. It was noted the suture was not fully absorbed and coming out of the wound. The suture was removed by the surgeon. No other information is available at this time.